Event description:
In the process of contacting the pt to inform them that their generator may be nearing end of service, it was discovered that the pt had expired. The cause and date of death are unk at this time. It is unk whether the pt's ncp system was explanted. Attempts to obtain additional info have been unsuccessful to date. There is no allegation of device deficiency. There is no indication that the vns therapy caused or contributed to the event.